Event description:
It was reported that an alert for possible high voltage lead issue was observed. During dft testing, aborted therapy were noted. External defibrillation was delivered. The lead will be scheduled for replacment.

Manufacturer narrative:
No medwatch form was received.